Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle did not properly retract. The following was received by the initial reporter: I have more product failures with the same lot. Not retracting after IV insertion. Needle retracts button sticks and result of reflux vowel does not work, needle tends to get stuck retracting.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle did not properly retract. The following was received by the initial reporter: I have more product failures with the same lot. Not retracting after IV insertion. Needle retracts button sticks and result of reflux vowel does not work, needle tends to get stuck retracting.